Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. Full inspection was performed for this device. B30 error was not observed while performing inspection with unit burned for an hour. Other incidental observations for the device are worn out scope connector locking tab, and some damage to the front panel left side, as well as minor cosmetic wear and tear.

Event description:
As reported for this event, during preparation for use for a diagnostic procedure the device yielded a b30 scope communication error. The device was inspected and there was no damage or abnormalities observed. The device was set up and connected correctly. There was nothing observed on the electrical contacts. There was no delay caused by this issue and there was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device is the b30 scope communication error. This failure could not be duplicated during inspection and testing. So root cause cannot be determined. However, it is likely that the following may have occurred: (1) since the lock tab of the video connector socket wore away, it is possible that this event occurred because connection of the video connector became unstable temporarily. Unstable electrical contacts affect communication between the endoscope and the video processor, which may lead to b30 error. (2) event occurred because the user applied excessive force or bumped the front panel into a hard object. (3) lock tab wore away because the user performed connection to the video connector or disconnection with excessive force. The instructions for use includes the following statements which can prevent the failure from happening: regarding the handling of the product. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Regarding disconnection of the video connector. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.